Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Beginning (B)(6) 2015, the right ventricular coil impedance varies and is out of range; high at 147 ohms on (B)(6) 2015. Beginning (B)(6) 2015, the superior vena cava coil impedance varies and is out of range, high at 205 ohms on (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance warning which brought the patient to the emergency room. The lead exhibited high rv coil impedance and a rv coil fracture was suspected. The rv coil and pace/sense portion were taken out of service. The superior vena cava (svc) portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.